Manufacturer narrative:
The lesion was pre-dilated. No resistance encountered when advancing the device, no force applied. The stent did not pass through a previously deployed stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a endeavour resolute drug eluting stent to treat a lesion in the cx (ostium) with moderate tortuosity, and moderate calcification and 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging or removing device from hoop, device was inspected with no issues noted, negative prep was performed with no issues noted. It was reported that stent deformation occurred in vivo during positioning/advancement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.